Event description:
The customer reported obtaining erroneous low patient results for ferritin (access ferritin, part number 33020 and lot number 234461), pth (access pth, part number a16972 and lot number not provided) and c-peptide (access c-peptide reagent, part number c33451 and lot number not provided) assays when run on the customer's dxi (unicel dxi 800 access immunoassay analyzer, part number 973100 and serial number (B)(6)). The customer did not indicate whether the erroneous low results were released from the laboratory. There was no report of injury and no report of change to patient treatment or management in connection with this event. The customer did not provide details of patient sample results obtained; customer stated only that results approached "0." No issues with sample integrity were reported by the customer. No hardware errors were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. A beckman coulter laboratory solution specialist (lss) was dispatched to assess system performance.

Manufacturer narrative:
A1: full patient identifier is case (B)(6). A2, a3, a4 and a5: the customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access reagents were not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. A beckman coulter laboratory solutions specialist (lss) was dispatched to assess system performance. While onsite, lss determined the dxi 800 was running on software version 5.3.1. The lss suggested customer to not load the sample stand from the sample loading unit (spu) while the instrument is processing on the automation line, and suggested the customer update their software. No further issues were reported.